Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpm was out of specification and an overhaul was required and the following parts were worn/damaged: bearings, motor, hinge throttle, poppet, swivel. The bearings, motor, hinge throttle, poppet, and swivel were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device shredded the skin. An alternate device was available for immediate use with no delay in the procedure. An additional unplanned skin graft was required. No additional consequences have been reported as a result of this malfunction.